Event description:
It was reported that the patient with this implantable pacemaker experienced a drop-in heart rate and fluttering. Additionally, patient stated an inability to walk half a block. The patient indicated having had some reactions since the pacemaker implanted and have become particularly difficult recently. This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that the pacemaker was explanted due to infection. A new device with a different model was successfully implanted. No additional adverse patient effects were reported.